Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative and informed the ordering physician. (B)(4): the investigation identified a potential false negative in the lcx. This was due to analyst error; when edited the reassessment of the analysis showed a decrease in the ffrct value from 0.94 to 0.66 at the distal lcx. While heartflow has identified this issue, the physician has not provided feedback, nor has indicated a safety event with the patient. No additional follow-up to this MDR is expected.

Event description:
Heartflow identified a potential false negative result.